Event description:
When closing the stapler to "fire" it, the blade cut but the actual staple cartridge pushed out of the stapler into the abd. Laparoscopic sigmoid colon resection was then converted to open sigmoid colon resection.